Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It is reported that the patient underwent cystoscopy, biopsy and fulguration on (B)(6) 2009 due to a 1 cm bladder trigone lesion. It was reported that the patient underwent mesh removal and urethral reconstruction on (B)(6) 2009 due to recurrent stress urinary incontinence. It was reported that the patient underwent a sling revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.